Event description:
It was reported during a laparoscopic vertical banded gastropexy at an unk time the surgeon used a ecs25 to create a circular opening in the stomach. The staple line leaked postoperatively. The pt developed peritonitis and was reoperated on. The surgeon used vicryl to oversew the leaking area. Postoperatively, the pt developed another gastric leak from a different part of the ecs25 staple line. A second reoperation occurred and the surgeon oversewed the staple line with vicryl. The pt is recovering in ICU. There is no other info available.